Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the patient disconnect alarm did not sound. The device was in use on a patient at the time the reported issue was discovered. The failure of the device has been suspected to have been the possible cause of the patient's death but not confirmed. It was reported that the patient disconnect alarm did not sound. The customer informed the engineer that the alarm did not occur, but the engineer wanted to confirm if the alarm did occur or not in the logs. The engineer requested the logs for review. At this time, the cause of the patient's death has not yet been confirmed due to the ventilator. The investigation is ongoing.

Manufacturer narrative:
The engineer reviewed the logs and confirmed that the "patient disconnect" had occurred at the time of the alleged date and time. The complaint allegation of potentially unintentionally silencing the device alarm audibility could not be confirmed nor refuted, as the device does not record alarm silence commands input the clinical end-user. Therefore, contribution of the device: unintentional silencing of the audible alarm function resulting in delay/failure to respond is possible. With no further evidence to refute the occurrence, this complaint record shall be reported to relevant competent authorities as death with possible contribution.

Manufacturer narrative:
H10: after an operational inspection, it was confirmed from the event log that "circuit disconnect" alarm sounded on the alleged date and time. In addition, it was observed that the alarm sounded during an operational inspection. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: d4 - product UDI.